Event description:
The customer reported that the system locked up while archiving images to pacs outside of a procedure. This resulted in inconvenience, but no data was lost. Functionality was recovered with a reboot. There is no report or injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The external interface dicom jack was replaced by the hosp biomed. The cine drive and the cine bridge board were replaced during the service call. The system was tested, found to be working as intended and put back into service.